Event description:
It was reported that there was a stored treated episode on this subcutaneous implantable cardioverter defibrillator (s-ICD) system where one inappropriate shock was delivered due to t-wave oversensing. Technical services (ts) analyzed device episode data and found that there were previous untreated episodes containing small amplitude signal and t-wave oversensing. This system was programmed in the alternate vector. No additional adverse patient effects were reported. Currently, this electrode remains in service.